Manufacturer narrative:
A stryker depot technician evaluated the device and could not duplicate the issue but was able to verify the issue in the devices files. It was noted that the lead ii was displayed on the screen while the therapy cable was connected to the patient. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not show the paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed this issue is patient related; however there was no adverse event reported.